Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's health care provider (hcp) reported that a battery discharge error code displayed on the patient programmer (pp), the icon was unknown. The patient had a short, 0/1 showed 66ohms. Reprogramming was done and not using 0 and 1. Device setting of c+3- impedance was 1189ohms and 6-7-4+ impedance was 1285 ohms. The controller was showing elective replacement indicator (eri) and ins voltage of 2.79, 2.88, and 2.73v. The patient has changed out the pp batteries. The patient will be seen on the day of this report. The hcp will replace the pp for the patient. No symptoms reported.

Event description:
The company representative (rep) reported two months later that they programmed around the short and have achieved good therapy. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.